Manufacturer narrative:
(B)(4). Date of event: only event year known: 2021. Batch # 423a57. . Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damaged and with a reload loaded in the device. The reload was received fully loaded with staples and swing tab in the locked position. The reload swing tab was reset in order to fire the cartridge. The device was tested for functionality with the returned reload and fired without any difficulties however, the staple line at the distal end showed that 6 staples were malformed. The device was then tested with test reloads for functionality in the two (green - blue) staple height selector positions and achieved its firing sequence without any difficulties however, the staple line at the distal end showed that 2 staples were malformed when fired on the blue height selector position. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. The swing tab in unlocked position is consistent with an improper loading technique. Please reference the instruction for use for more information. No conclusion could be reach on what caused the condition of malformed staples. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an open colon resection, the device couldn¿t be completely fired. No patient consequences mentioned.

Manufacturer narrative:
(B)(4) date sent: 05/18/2022 h11: corrected data = h6 & device analysis (please see below) device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damaged and with a reload loaded in the device. The reload was received fully loaded with staples and swing tab in the locked position. The reload swing tab was reset in order to fire the cartridge. The device was tested for functionality with the returned reload and fired without any difficulties however, the staple line at the distal end showed that 6 staples were malformed. The device was then tested with test reloads for functionality in the two (green - blue) staple height selector positions and achieved its firing sequence without any difficulties however, the staple line at the distal end showed that 2 staples were malformed when fired on the blue height selector position. The event reported was confirmed and it is related to improper use of the device. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is followed. Please reference the instruction for use for more information. No conclusion could be reach on what caused the condition of malformed staples. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.